Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce 5386; initial.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver's emergency battery did not charge.

Manufacturer narrative:
During investigation testing, the reported issue was confirmed and reproduced. The emergency battery had an unrecoverable permanent fault; however, it could not be conclusively determined what caused the emergency battery to become permanently disabled. A permanently faulted emergency battery would not be able to hold a charge. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.